Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H10: x-ray review: post-op x-ray s for l2- l5 plif received. There is a posterior migration of the cage at l4-l5. It is difficult to tell which side this occurred on. The implant date is (B)(6) 2018, so fusion should not have occurred. It would be useful to see intra-op imaging to tell where the cage was placed initially. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lcs (lumbar canal stenosis) procedure: plif(posterior lumbar interbody fusion) levels implanted: l3-l5 it was reported that post-op, cage backed out. Explant was planned. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis result: visual dimensional microscopic there does not appear to be an issue with the spacer. The size of the spacer was checked and meets print spec. If information is provided in the future, a supplemental report will be issued.